Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Although a root cause is unknown, the discrepant hbv results are likely due to sample-specific factors.

Event description:
There was an allegation of a discrepant hbv result with the cobas® mpx (480t) results on the cobas 5800 analyzer for a single patient. A sero-reactive sample for hbv generated a reactive result for hbv when using the cobas® mpx kit and a non-reactive result for hbv was generated when using the cobas® hbv kit.